Event description:
It was reported that three months after successful stent placement in the mid right coronary artery, the pt presented to the cath lab with unstable angina. During a diagnostic examination, it was discovered that there was a fracture and separation near the proximal end of the previously placed stent, with 99% in-stent stenosis. The stenosis began at the point of fracture and continued into the mid portion of the stent. The lesion was re-dilated, and another MFR's stent was placed to bridge the separated segment of the original stent. The physician's assessment of the relationship of the device malfunction to the surgery was that the stenosis was related to the stent fracture. Pt status is listed as "okay".